Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the patient left the hospital one week later with no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The device was missing the sled that pushes the staples. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparo appendectomy, the surgeon clamped the tissue over again, pushed the green firing mode button, monitored the knife was reached to the distal end of the cartridge, then pushed the silver button. The tissue was fully resected, however it was not stapled on both patient side and the specimen side. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. There was tissue damage. Oozing bleeding occurred as a result of the issue.